Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
Subsequent to filing the initial MDR additional information received stated the patient underwent an additional procedure on july 8, 2019 and not june 8, 2019. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience proa device is currently not commercially available in the us; however, it is similar to a device sold in the us.na

Event description:
It was reported that the procedure was to treat a moderately calcified right coronary artery that was 70% stenosed. A 3.50x38mm xience pro a stent slipped off the balloon during implantation and landed in healthy tissue. The stent implant was retrieved with a snare device. The procedure was discontinued without implantation. The patient is fine and received another percutaneous transluminal coronary angioplasty three days later on (B)(6) 2019. There was no adverse patient sequela reported. No additional information was provided.